Manufacturer narrative:
On 5/19/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed in anterior view two tears (a and b), measuring approximately a less than 0.1 cm and b 0.1 cm. Microscopic examination was performed to the two tears and the cause of the deflation could not be identified. As part of our quality process, the manufacturing records of this 191954 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' photo evaluation completed on 5/27/2020: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. Although the product was not received, the manufacturing records of the 191954 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation and breast cancer complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: breast cancer, deflation, surgical intervention. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient of an unknown ethnicity who underwent primary breast augmentation surgery with mentor breast implants (sal smooth rnd diap 525cc, date of implantation (B)(6) 2000) reports being diagnosed with right breast cancer. The date of diagnosis is unknown. The right breast was treated with radiation following a lumpectomy for breast cancer. Furthermore, the right breast implant was deflated. As a result, the patient underwent explantation of the device on (B)(6) 2020. Should additional information become available, this case will be re-assessed and notes will be updated.